Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked battery door and scratched lens. Customer applied loctite to hold the center battery separator. The tamper seal was not present. Review of the event history log (ehl) showed a system fault, error code 41171. A functional test was performed and the reported issue was duplicated. After powering up the device in the regular application mode, alarm 41171 occurred. A quick review of the date, under the version screen, in the manufacturing utility mode found that the real time clock battery had reverted to 01-jan-2005. The internal battery could not be charged as the pump faulted after powering up. The caused of the reported issue was due to a backup failure fault on the main board. The internal rechargeable battery on the main board had depleted. Inactivity of the device was the cause of the depletion of the internal battery. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibits an error code 41171. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.